Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection, at the second firing, the stapling stopped midway through the firing. It was stated that the device was removed from the tissue by force. Another device from another manufacturer was used to complete the case. Additional tissue resection was required due to the issue. The surgical time was extended by more than 30 min.